Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge for insulin delivery. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.